Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, it was noted that the blue handle had split in half. It was also noted that the white impactor head insert is missing. The impactor head insert was not returned for investigation. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 05/24/2022, it was reported by a sales representative via sems that an ar-9202-13 univers and eclipse¿ head impactor had an issue the handle fell apart. This was discovered during use with no impact to the patient. Additional information has been requested. On 05/27/2022, the sales representative provided the following information via phone: this event occurred during a total shoulder eclipse procedure on (B)(6) 2022. When the surgeon was using the impactor, the blue part of the handle cracked after impaction and fell apart in the surgeon's hand outside of the patient, nothing broke inside of the patient, and all fragments were retrieved. The impaction part of the procedure was finished at that point, and the case was completed successfully with no impact to the patient.